Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for analysis. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection of the catheter revealed the medial luer hub separated from its extension line. Remains of the extension line molding were observed inside the separated luer hub. The extension line separation point was observed to be rough and jagged. The catheter body length measured 223mm, which is within the specifications of 207-227mm per product drawing. The medial extension line outer diameter measured 2.186mm, which is within the specifications of 0.084-0.088" per product drawing. The distal extension line inner diameter measured 1.4478mm, which is within the specifications of 1.42-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the product instructions-for-use (IFU), which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal and proximal extension lines were flushed using a lab inventory 10ml syringe. Both extension lines flushed as expected. No leaks or blockages were observed. A manual tug test confirmed the distal and proximal extension lines were secured onto their respective luer hubs. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the medial extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated for cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that "following traction on the line, the medial line separated at the level of the blue wing." The catheter was inserted in the internal left jugular. The tubing got caught in the chair when the patient tried to get up. The separation of the line was found within 5 minutes after it happened. Two infusions were running at the time of the event (not provided). It was reported the patient had no bleeding. Patient laid down and monitored but no embolism observed. No medical intervention was required. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "following traction on the line, the medial line separated at the level of the blue wing." The catheter was inserted in the internal left jugular. The tubing got caught in the chair when the patient tried to get up. The separation of the line was found within 5 minutes after it happened. Two infusions were running at the time of the event (not provided). It was reported the patient had no bleeding. Patient laid down and monitored but no embolism observed. No medical intervention was required. The patient's condition is reported as fine.